Event description:
It was reported that approximately four years after the pump was implanted, the pt began experiencing morphine withdrawal symptoms. An x-ray revealed a leak at the catheter/pump junction. The pump was explanted without any pt complications.